Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The meter gave the following blood glucose results within 10 minutes on the compact plus meter: lo, which on the system indicates a result of less than 10 mg/dl, 22 mg/dl, 175 mg/dl . No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.